Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The user tried to remove the applier through the trocar but could not because the jaws were not able to be closed completely. Therefore, the applier was pulled out from the patient body together with the trocar. At that time, the user noticed that the applier was damaged. The physician determined there were no parts from the broken applier left in patient's body but would like to make it sure that no parts fell and left in body from the manufacturer aspect including investigation results. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found complete without any irregularities. This instrument was manufactured at the (B)(4) facility as part of a (B)(4) lot in march of 2015. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
The user tried to remove the applier through the trocar but could not because the jaws were not able to be closed completely. Therefore, the applier was pulled out from the patient body together with the trocar. At that time, the user noticed that the applier was damaged. The physician determined there were no parts from the broken applier left in patient's body but would like to make it sure that no parts fell and left in body from the manufacturer aspect including investigation results. The patient's condition was reported as fine.